Manufacturer narrative:
An event of device embolization and wedged within the aorta was reported. Also reported that a code was called and resuscitation measures were taken and patient was taken to the catheterization lab; after several attempts to displace the device from aortic valve, it was ultimately successful, however the patient remained unstable and expired. Reportedly, the cause of death was cardiac arrest and severe hypotension. Information from field indicated that during procedure, the amulet was deployed and released after appropriate close criteria was met and tension test was performed. The amulet was implanted after single recapture due to instable proximal device positioning with first attempt and the final position was slightly deeper into an anterior lobe. Later at night the patient developed hemodynamic instability followed by cardiac arrest due to device embolization into the aortic valve causing aortic obstruction. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Based on cine review performed at abbott, tee images showed first deployment with good amulet shape without a roman helmet. However, due to an unstable position device was recaptured and deployed deeper; which resulted in a roman helmet configuration on tee. The cause of the reported device embolization could not be conclusively determined; however, device implant being too deep may have caused incomplete engagement of retention wires causing device embolization. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The landing zone measurements were 20mm, 22mm, 14mm and 16mm. The 22mm amulet was chosen due to very ovular landing zone (lz) measurements. During procedure, the amulet was deployed and released after appropriate close criteria was met and tension test was performed. The atrial pressure was above 12 and the device compression was in the shape of roman helmet. The amulet was implanted after single recapture due to instable proximal device positioning with first attempt and the final position was slightly deeper into an anterior lobe. That night, physician notified that the patient was hypotensive and diaphoretic. A transesophageal echocardiogram (tee) performed by the emergency room (ER) physician and confirmed there was no pericardial effusion. Later imaging showed that the device had embolized and wedged within the aorta. The lobe portion of the device was in the aorta distal to the valve, while the disc portion remained proximal in the lvot (left ventricular outflow tract). A code was called and resuscitation measures were taken and patient was taken to the catheterization lab. Several attempts were taken to displace the device from aortic valve and it was ultimately successful, however the patient remained unstable and passed away. The cause of death was cardiac arrest and severe hypotension.